Event description:
It was reported that during a sigmoidectomy procedure, the intestine was put in the jaw, the surgeon was using a scope through the rectum. He fired the device by pushing the closing and firing triggers. When the instrument was opened, it was found that it had cut but some of the staples were unformed in the abdomen and other staples were only partially closed (w-shaped) - not the fully closed (b-shape). The surgeon used sutures to close. The site was contaminated and needed to be well cleaned. Surgery was prolonged thirty mins. There were no adverse consequences to the pt. Two sterile devices will be returned, the device utilized in the case was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.